Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent that the cannula dislodged from the skin at the infusion site on the hip/buttocks after approximately two days of pod wear. This led to the patient¿s blood glucose levels increasing to approximately 17.5 mmol/l (315 mg/dl). The parent reported removing the pod and administering insulin by injection to address the elevated blood glucose levels, with plans to apply a new pod. There was no medical intervention reported in relation to this event.